Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Tandem technical support attempted to gather additional information; however, no response was received. No additional information was provided.